Event description:
The concorde bullet cage fractured/shattered upon attempted impaction into the disc space. Surgeon proceeded by removing all the fragments from the disc space, and a new same like was successfully implanted. No adverse consequence to the patient.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device discarded.